Manufacturer narrative:
Device evaluated by manufacturer: a 20 x 3.00mm promus premier select stent delivery system was returned for analysis, the following attributes were examined: stent profile: a visual examination of the stent found signs of stent damage with stent strut rows in the proximal stent region lifted and pulled in a distal direction. The undamaged stent od (outer diameter) was measured and found within maximum crimped stent profile measurement specification. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed no signs of damage. Hypotube profile: a visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. Shaft polymer extrusion profile: a visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11august2021. It was reported that a stent could not cross the lesion. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 20 x 3.0 promus premier select stent was advanced, but could not pass the lesion. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure. However, the device returned and analysis revealed stent damage.